Event description:
The hcp reported that the patient experienced hypertension following a refill session. The pump was stopped, and the patient was admitted to the hospital. At pump refill, the expected reservoir volume was 3 mls and the actual reservoir volume 0.5 mls. The patient was stable 3 days later.